Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged component is confirmed. Two 0.038 in. Guidewires in plastic hoops and two 18 g introducer needles were returned for evaluation. An initial visual observation showed use residue throughout the returned samples. The guidewires were returned within the introducer needles, and the distal tip of one of the guidewires was observed protruding slightly from the distal end of its respective needle. The weld tip of both guidewires was observed to be present and intact. A microscopic observation revealed the bevel of both introducer needles was damaged. Once the guidewires were removed from the needles by force, dried blood residue was observed on the section of the guidewire that was within the needle. The damage observed on the bevel of the introducer needles indicates the guidewires were likely withdrawn against the needle bevels which could cause the guidewire to become stuck. The dried blood residue observed on the guidewires may have also contributed to the guidewires becoming stuck in the introducer needles. The product IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were deformed. No other information provided. It was reported this event occurred twice. This report addresses the first event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1523 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4).

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were deformed. No other information provided. It was reported this event occurred twice. This report addresses the first event.